Event description:
Nursing staff responded to patient first device attached to patient with ECG electrodes and disposable defibrillation electrodes, device displayed continuous leads off. Back up device attached to patient with the same electrodes, this device also displayed dashed lines and indicated leads off. ECG electrodes replaced without success. Back up device obtained and the same patches were used. ECG immediately displayed, patient later died, reporter indicated that the alleged malfunction did not cause or contribute to the outcome, due to assessment of patient viability.